Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of huwd0200 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "hickman inserted (B)(6) 2013. Line fell out (B)(6) 2013. This pt had a life saving infusion running through the line 24 hours a day and therefore when the line became dislodged, it was an emergency. As a consequence, when this pt has a hickman line inserted, the doctor is not advising to leave the sutures in for as long as possible (6-12 weeks). Pt was receiving flolan.